Event description:
Patient was revised because doctor felt patient may have been allergic to metal. There appeared to be infection at each site where the screws were. The patient's fracture was healed.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the lot numbers required to review the device history records was not provided. Provided information states the surgeon feels the patient may have been allergic to metal, appeared to be infection at each site where the screws were. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.